Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 38 mg/dl at the time of the incident. The customer also had other low incidents on (B)(6) that led to emergency medical treatment. The customer was given d50 to treat. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed. The insulin pump will not be returned for analysis.